Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited appropriate anti-tachycardia pacing (atp) due to ventricular tachycardia (vt), with therapy exhaustion. Technical services (ts) recommended further review. No adverse patient effects were reported. The device remains in service.